Manufacturer narrative:
(B)(4). Batch # unk. Event: gastrointestinal system. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Does the surgeon believe that there was a deficiency of the device that was associated to the not fully formed and incomplete donut? What was the purse string technique that was used? Was the distal donut on the rectal side and not on the proximal side? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Is the ileostomy temporary or permanent? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a anterior resection and after firing the device it was noted that the distal donut was not fully formed and incomplete. Negative air leak test but surgeon proceeded with colonoscopy. Second negative air leak test, surgeon decided to de-function patient with ileostomy. There was a 30 minute delay to the surgery. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 06/14/2022. D4: batch # u5a28n. Additional information was requested, and the following was received: 1. What were the indications for surgery? Bowel cancer. 2. What surgical procedure was performed? Laparoscopic low anterior resection. 3. Does the surgeon believe that there was a deficiency of the device that was associated to the not fully formed and incomplete donut? He did not believe it was the stapler. 4. What was the purse string technique that was used? Standard purse string. 5. Was the distal donut on the rectal side and not on the proximal side? The distal donut is on the rectal side. 6. Did the patient receive any preoperative chemotherapy or radiation? Unknown. 7. Were there any issues experienced with the device in the initial surgical procedure? N/a. 8. What healthcare professional fired the device and what is his/her experience with the device? The device was positioned by the surgeon and fired by a nurse assistant who had used the device before, under mine and the surgeon¿s guidance. 9. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Between middle and bottom. 10. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, in fact closer to 30 seconds, as I timed it. 11. Were there any issues with device use/firing? No. 12. What confirmation was received that the device completed the firing sequence? Yes. 13. Was the green checkmark visible at the end of the firing? Yes. 14. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 as per instructions. 15. Was there any difficulty removing the device? No. 16. Was a complete transection of the white breakaway washer visually confirmed? Yes. 17. Were the donuts inspected? If so, please describe. Proximal was complete, distal not, I will send a pic after this email. 18. Were there any issues noted with staple formation? If so, please describe the shape and location. None noted. 19. Is the ileostomy temporary or permanent? Unsure. 20. What is the current patient status? 2 negative air leak tests and a post anastomoses colonoscopy were completed. The patient had a good recovery and was discharged within the normal time frame and was doing well. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a piece of tissue on the table. However, no anomalies could be observed. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. When the battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on a test anvil. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/21/2022. Upon review of the information provided in the previous report, it was concluded that this event does not meet the defined criteria for a reportable event, and is being considered not reportable.